Event description:
A patient underwent a micro endoscopic discectomy (med). During the operation, the tip of the instrument broke. The surgical time was not extended due to the incident. The surgeon "did not think that it grabbed bones for he was taking care of intervertebral disk at that time". No patient complications were reported. It was reported that imaging results confirmed that no fragment was left in the patient¿s body.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The inferior shaft is broken at the pivot pin. The pin was not returned. Optical examination identified a fairly brittle fracture, with no indication of fatigue. The location and amount of force required in order to induce fracture of the shaft is consistent with overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.